Event description:
On (B)(6) 2011, an emergency room physician reported that the vns patient was admitted to the hospital on (B)(6) 2011 for the day because the vns device was misfiring causing the patient dysphagia and nausea. The physician reported that the patient has had the problem for a while. The physician also provided the patient's primary care physician's name but did not know who the patient's vns treating physician is. The physician could not provide any further information as he did not know anything about the vns system. The primary care physician reported that they have no record of that patient. The patient's product information is unknown at this time and since it is unknown where the patient was implanted, the product information cannot be obtained from the hospital. As it is unknown who the patient's vns treating physician is no further follow up can be made at this time.